Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a skin reaction was confirmed but the cause is unknown two photographs were returned of the implicated PICC plus tricot statlock stabilization device. The statlock pad was partially peeled back from the patient by a gloved hand, showing the skin. Skin irritation was seen where the device had been removed. The skin was pinkish red with what appeared to be white purulent discharge. The irritated area appeared to match the footprint of the statlock substrate pad. The adhesive surface of the pad contained yellowish-brown staining throughout. Although damage to the skin was seen at the statlock site, the exact cause could not be determined. It is possible that patient sensitivities or clinical procedures (e.g. Antimicrobial agents not allowed to dry) may have been contributing factors. The product sterilization certificate for this lot was reviewed which showed that the sterilization cycle within the validated parameters. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 08-jan-2026: the allergic symptoms began within 24 hours of applying statlock. The affected site was treated with mupirocin ointment and antihistamine. Also, alternative day dressing protocol was followed for 2 weeks. Statlock device was removed and switched to manual suture securement method. Yes, the patient has recovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after placing statlock, patient immediately suffered allergic reaction. No patient injury was reported. No other information was provided.